Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that nine years and three months post implant of this aortic bioprosthetic valve, a transcatheter valve was implanted valve-in-valve for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the valve was replaced due to severe aortic regurgitation. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.